Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial pain and loosening of the tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All mechanical properties were reviewed and they were all within specification. A search of the complaint database found no additional reports for the tibial tray part and lot number combination; one additional report for the cement part and lot number combination. Cmw reviewed the cement device history records and found two unrelated non-conformances for the cement batch. Final micro and sterility tests passed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.